Event description:
Boston scientific received information that this patient¿s system exhibited high out-of-range (oor) right ventricular (rv) shock lead impedance measurements. Boston scientific technical services (ts) discussed factors affecting this observation. All other lead measurements were good. The patient will continue to be monitored. This system remains in service. No adverse patient effects were reported.

Event description:
Additional information was obtained indicating that this rv lead and implantable cardioverter defibrillator (ICD) were explanted and replaced. The physician thought there was a lead fracture in the middle portion of the lead. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately, according to its performance specifications, with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.